Event description:
Reporter alleged meter read 308 mg/dl and one minute later read 282 and 284 mg/dl. It was reported customer was riding in a car with a relative when meter read 23 mg/dl so she turned off her insulin pump and ate candy. Reporter stated within 30 minutes meter read 84 mg/dl however began to feel worse so drank some orange juice and then felt better. No other treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.